Event description:
Surgeon reports that pt started full weight bearing prior to doctor's advice. Im nail broke at the fracture site. Surgery done to replace broken nail and reset nonunion. No indication of product defect.